Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon kit was used in the kidney during a percutaneous nephrostomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. There were no pieces of the balloon detached inside the patient. The procedure was completed with another nephromax balloon kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.